Event description:
Reporter indicated that prior to a pt having vns revision surgery, it was noted upon interrogation of the vns generator that multiple magnet activations were displayed on the same line. No pt treatment decisions were affected as a result of the magnet display error. Attempts for vns programming history are in progress.